Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), b3: date is unknown. H6 codes apply to the recharger. G2. Foreign: italy medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external devices for an implanted neurostimulator (ins). It was reported that the controller was no longer working despite several charging attempts, it overheats significantly, and the controller¿s battery status does not exceed 50%. The patient reported that they had already scheduled an appointment with the technician to get a replacement controller for the days she will have to wait for the new one to arrive. A new controller was requested, no patient harm was reported. Additional information was received. The patient called to inform them they went to clinician after receiving their new controller and they told them that the issue was the recharger antenna. Indeed, since the recharger antenna was overheating and not charging properly, a new recharger was requested, no patient harm was reported.